Event description:
It was reported "once we have access to the vessel, we thread the guidewire through the introducer needle. Then, we remove the introducer needle and run the catheter over the guidewire within the femoral artery. Unfortunately, we have not been able to advance the femoral arterial catheter over the guidewire past 0.5-1cm. Some femoral arterial catheters narrow significantly or kink at around 0.5 - 1cm, so that we cannot advance the catheter over the guidewire into the femoral artery." There was no medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00525, . 9680794-2025-00523, and 9680794-2025-00521.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "once we have access to the vessel, we thread the guidewire through the introducer needle. Then, we remove the introducer needle and run the catheter over the guidewire within the femoral artery. Unfortunately, we have not been able to advance the femoral arterial catheter over the guidewire past 0.5-1cm. Some femoral arterial catheters narrow significantly or kink at around 0.5 - 1cm, so that we cannot advance the catheter over the guidewire into the femoral artery." There was no medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00525, 9680794-2025-00524, 9680794-2025-00523, and 9680794-2025-00521

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of arterial catheter blocked could not be confirmed by the photo as the image provided was only an illustration of where the defect occurred, and it did not reveal any defect on the actual sample. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "grasping near skin, advance catheter into vessel. Hold catheter in place and remove guidewire and/or assembly, where applicable. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.